Event description:
It was reported, "lliopsoas tendonitis and bearing squeak with impingement of trunion on metal shell and surrounding ceramic liner in hypotension of 20 degrees and external rotation >40 degrees."